Manufacturer narrative:
Reported event was confirmed with medical records provided. Review of the available records identified the following: after revision, the patient developed pulmonary infection and underwent a wound debriment procedure. Yellow exudate was observed. Peroxide and antibiotics were applied to the wound. No other complications / significant findings related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): zimmer liner cat#00500104428 lot#64302970; zimmer shell cat#00500104400 lot#64316784; zimmer head cat#00877502802 lot#2992432. Report source: foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00159, 0002648920 - 2020 - 00160.

Event description:
It was reported the patient developed fever and wound exudation approximately 1 week after initial tha and was given anti-infection treatment, wound debridement and dressing change. Approximately 3 weeks later, patient underwent debridement surgery. Attempts have been made and additional information on the reported event is unavailable at this time.